Event description:
Customer reported a malfunction occurred on the pump with a displayed malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer with resetting the pump, after which no further malfunction was reported. Customer was advised to continue using the pump and instructed to call back if the issue recurred.